Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Investigation is complete. This is an initial final report submission. Functional testing of the returned product identified the device would power on in low mode, but not high mode when connected to the original battery pack. The device did power on in both modes when tested with a lab battery pack. Visual inspection of the interior of the battery pack found one of the batteries had leaked electrolyte inside the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that high mode switch did not work. No harm or delay were noted. No additional information available. At product evaluation investigation visual inspection of the interior of the battery pack found one of the batteries had leaked electrolyte inside the pack. No adverse events were reported as a result of this malfunction.